Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received which indicated that the device was used on the patient. There was no error noted from the irrigation pump. Under high flow rate perfusion, the catheter did not produce water. The steps taken to resolve the irrigation issue was first, use a pump to infuse the catheter without water, then use a syringe to infuse the catheter with water. The correct catheter settings were selected on the generator. There was no issue with flow rate change at the start of ablation.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 10-nov-2025. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch and during the operation, the device (including port, luer hub) was not irrigating. Device investigation details: a visual inspection and irrigation test of the returned device were performed in accordance with j&j procedures. Visual analysis of the returned device revealed that there was a big bent in the shaft, close to the handle area. Then, an irrigation test was performed, and the catheter failed the test, there was poor flow through the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the shaft close to the handle. Finally, the catheter handle was dissected, and the irrigation tube was found folded inside the shaft. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tube could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).